Event description:
The affiliate reported: valve could did not function any more (could not be adjusted) after having used and MRI. After explantation it was found that its location was twisted, supposedly the reason for not being possible to readjust valve. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 140mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested and passed the test. The valve was retested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 140mmh2o, the valve passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.